Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and was visually inspected and found with a defect at zone c near the endoscope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. Additional observations not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone c near the endoscope housing. There was glue damage on the fiber distal tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 30-degree endoscope plus had the light fibers showing through. It was unknown if fragment fell inside the patient. A backup endoscope was used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the visibility of is the issue with the endoscope. Unknown if the endoscope was inspected prior to use. The issue occurred during the procedure. No fragment fell inside the patient. Yes, the procedure was completed with a backup endoscope. No patient injury or harm.